Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a scheduled additional training and expressed stress and fear about using the ilet, including uncertainty about meal announcements, which led to customer support guiding a factory reset and providing education on the learning phase, correct and timely meal announcements, gradual treatment of low glucose, and cgm targets, with a follow-up training scheduled. Symptoms included low glucose. Outcomes included user reassurance and continued device use with planned follow-up support. Investigation included review of device data with the user and troubleshooting education. Investigation of this case revealed user difficulty with meal announcement use and device operation, for which a factory reset and structured retraining were implemented. It was concluded, based on previously established findings for similar reports, that user interaction and use errors were the most likely cause.